Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 ph nail surgery, the surgeon did the drill of the proximal screw hole of the nail by the power tool. And the tip of drill bit was broken. The surgeon removed the tip of broken drill from the patient bone.